Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that they are having trouble with their legs and lower back for the last month or so and would like to meet with a manufacturer representative (rep) to have their ins reprogrammed to see if it will help more. Patient reports having so much pain in the legs and lower back. Patient mentioned they also have a bad knee and wanted to know if any of this had anything to do with the problems with their knee or not. Patient stated they have been leaving messages to three reps for about a week and have not heard back from anyone. Agent reviewed role of representative and the patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Pt reports the tech found that there was no active leads (they were red or orange) and he bypassed the lead that was not working and instructed patient to work on establishing strength that was needed. It would take a couple of weeks to see if this fixed the issues for his legs and back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.